Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device could not capture the stone due to unsatisfactory opening of the basket. The procedure was completed with a different lithotripsy (olympus) device. There were no patient complication reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results for sidecar pushback.

Manufacturer narrative:
(B)(4): a visual evaluation found that the sidecar had been pushed back for a length of 3 millimeters from the distal end of the coil. The outer clear sheath was separated at the proximal end of the sidecar. The proximal end of the outer clear sheath was found to be 13.0 centimeters distal to the distal end of the black heatshrink. The outer clear sheath was also found to be accordion along the working length of the device. A functional evaluation found that the basket would not extend. The condition of the returned device was consistent with the complaint, device would not open. It appears that the basket and coil assemblies bound against one another most likely due to how the device was placed inside the scope and patient. The binding action most likely caused the coil to separate from black heatshrink, which did not allow the basket to extend. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)